Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1.5 months after the dental implant and abutment were placed in ada site 3 in the mouth, the implant had not achieved osseointegration. Clinician reports poor bone quality/quantity and pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Also, the dentist has selected an implant design which was not recommended for the patient's bone quality. The dentist also reported that immediate load and immediate implant procedures were performed.

Event description:
The clinician reported that 1.5 months after the dental implant and abutment were placed in ada site 3 in the mouth, the implant had not achieved osseointegration. Clinician reports poor bone quality/quantity and pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).